Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml e/t had scale marking issues. This occurred on 120 occasions. The following information was provided by the initial reporter: smudging of the lines and wordings.

Event description:
It was reported that syringe 20ml e/t had scale marking issues. This occurred on 120 occasions. The following information was provided by the initial reporter: smudging of the lines and wordings.

Manufacturer narrative:
H.6. Investigation: five sealed samples were provided to our quality team for investigation. The product was visually inspected, the marking on the barrel is observed to be lighter, however, the scale and markings are legible. A device history review was performed for the reported lot 2005248, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this defect can occur due to a failure in the patters or flaming system used to transfer the ink onto the barrel.